Event description:
It was reported that the patient reacted to the dressing. The skin appeared to have reddening and blisters underneath/around pico after 4 days application. The blisters are in the umbilicus area along the 30cm wound.